Manufacturer narrative:
Continued h.6: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported left side "infection, infection: redness, infection: local heat sensation, infection : swelling, infection : pus bacterial culture (positive)". Device remains implanted.